Event description:
A suspected false positive result for the rsv target was obtained for 1 patient sample with the qiastat-dx respiratory sars-cov-2 panel.

Manufacturer narrative:
No injury was reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product.